Event description:
As stated in the incident description form 2009-(B)(6): stna attached pt and sling to lift pt off bed to put into wheel chair. After lifting pt a few inches off bed the t bar and hanger bar detached from jib. Pt fell back onto bed and the hanger bar fell on top of her hitting her lip. The pt received a sling cut on her upper lip. An arjohuntleigh investigator has examined the device and found that the lift is in a good condition with minor scratched on the base. Top nut on t bar had loosened and grub screw the holds audio plug socket is broken off flush at threads. All other functions operate properly. (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the manufacturer's investigation.